Manufacturer narrative:
The rt340 is not available in USA. The equivalent device for the country is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. No information to date. Investigation still underway, no results to date. No conclusion can be made at this time.

Event description:
In another country, a hospital reported that they had a problem with the rt340 breathing circuit when used on a pb840 ventilator. The breathing circuit allegedly, fails the initial circuit test for leaks. The leak test is done before the breathing circuit is put on a patient.